Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window and imaging core with twisted with windup observed 16cm from the lap joint section. Visual inspection showed no damage within the telescope and sheath section of the device. Impedance testing showed an electrical open between 130-140 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 27sep2024. It was reported that visualization issues occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the image was lost. The procedure was completed with another of the same device. There were no patient complications and the patient condition following the procedure was good. However, device analysis revealed the imaging window was twisted.